Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/16/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Photo summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show an opened foil labeled vcp9377, product code with lot number xgbbrdz0, expiration date 2028-05-31. In a second image, inside the opened foil there is a foreign material. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint #(B)(4). Corrected information: h 3. Device evaluated by manufacturer? Additional information: h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h6 component code: g07002 - no device problem found. H3 investigation summary: the product was returned to ethicon for evaluation. One empty open foil, one paper lid and one winding former with an undispensed strand were received for analysis. Product code vcp9377h. On initial inspection, the returned sample was found fully open. The winding former was carefully examined, the strand was removed and inspected, and no foreign material or hair was detected. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed, since the foreign matter was not found on the sample. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. While opening the sealed package, a staff member noticed a small hair inside the packaging. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: the lot number is xgbbrdz0. No issues or consequences to the patients. Customer reporting was (B)(6) - ortho theatre co-ordinator. "D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. "